Manufacturer narrative:
A review of customer instrument log files provided confirmed the customers observations. The ticket searches determined normal complaint activity for the likely cause lot. This is the only complaint received to date for lot 90045fn00. The complaint trending report review determined that there is no non-statistical or adverse trend for the issue for the product. Historical performance in the field of the reagent lot using world wide data was evaluated. The patient median result for the lot is comparable with all other lots in the field and confirms no systemic issue for the lot. A review of the product quality history for the lot number using search of the corrective and preventive actions system did not identify issues associated with the customer's observation. Labeling was reviewed which adequately addresses the current issue. No product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 7c18 that has a similar product distributed in the us, list number 1l82.

Event description:
The customer observed falsely elevated results while using architect anti-hbs reagents. The following data was provided. Sid (B)(6) initial 134.12 miu/ml, repeat 142.46 miu/ml. Sysmex method was negative, however no specific value was provided. No impact to patient management was reported.